Manufacturer narrative:
Tandem¿s t:slim user guide states : only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user received multiple intermittent occlusion alarms. The user's blood glucose (bg) level was 320 mg/dl to 350 mg/dl. The bg level was addressed with a bolus via the pump. System check could not be performed with tandem technical support as the user changed out the supplies. Reportedly, the cartridge was filled with apidra insulin and the supplies were changed out every 3 days.